Manufacturer narrative:
At analysis it was determined that the ventricular output connector was cracked. The device failed its incoming testing on the ventricular pace pulse noise which indicated that the main board needed to be replaced and the backlight on-off and difference current. The unit was cleaned and inspected, the main board and output assembly were replaced. The unit was then tested and calibrated on the automated test system and it passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an unspecified defect. The epg is expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.